Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low battery and off no power alarm. The customer reported the insulin pump would count down when a new battery was inserted. The customer also reported a bad battery occurring on the insulin pump. The customer's blood glucose was 321 mg/dl at the time of incident. It was also found the screen would go black when the battery was changed. Troubleshooting found the alarm occurred after a battery change. The customer was advised the insulin pump will be replaced. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with a general error alarm after a battery change and erased settings due to broken solder joint on the interface board. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No unexpected low reservoir alarm was noted. The pump was received with normal operating currents and no unexpected off no power, low battery or bad battery alarms noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and minor scratches on the lcd window.